Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had been hospitalized with a blood glucose (bg) reading of high, large ketones, vomiting, drowsiness, polydipsia, polyuria, and symptoms of dehydration. Patient was treated with insulin injections and IV fluids. During troubleshooting, is was alleged that there are air bubbles in the cartridge. Customer support found that the patient was not using proper filling technique and attributed the bg excursion to use error. Patient continues on pump. This complaint is being reported as the patient experienced hyperglycemia subsequent to use error of not properly filling the cartridges.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.